Event description:
It was reported that the device was to be used during a thoracotomy. It was reported by the rep that the device did not fire. Another device was opened and the procedure was completed without consequence to the pt.